Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter displayed inaccurately high results compared to another (unknown) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue first began. He stated that he obtained an alleged inaccurately high blood glucose result of 230 mg/dl on the subject meter compared to 180mg/dl on the other meter, performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (no adjustments) and increased his dose of insulin by an unspecified amount in response to the alleged product issue. He stated that 30 minutes to an hour after the alleged issue began he reported that he developed symptom of feeling faint, shaky and racing heart. The patient detailed that he self-treated with some orange juice. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.